Event description:
Reportable based on device analysis completed on 31-mar-2022. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The 32 x 3.50 promus premier select drug eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another stent. There were no patient complications and the patient was stable at the end of the procedure. However, device analysis revealed stent damage.

Manufacturer narrative:
Initial reporter address 1: (B)(6). The promus select ous mr 32 x 3.50 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found damage at proximal section, with stent struts lifted. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.